Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. A vector breakdown revealed the following: rv to right atrial (ra) 112-143 ohms, rv coil to can 129-156 ohms, and ra coil to can 87-94 ohms. Technical services (ts) discussed that based on these measurements, the cause appears to be the rv coil. The last delivered shock was at implant. It was noted that recent programming changes were made due to high premature ventricular contraction (pvc) burden and decreased biv pacing percentages. Ts reviewed possible options to consider including potential lead revision, commanded 41j shock, continued monitoring, and raising the shock impedance alert value. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that commanded shocks were performed and shock impedance measurements within normal limits were attained for this right ventricular (rv) defibrillation lead. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. A vector breakdown revealed the following: rv to right atrial (ra) 112-143 ohms, rv coil to can 129-156 ohms, and ra coil to can 87-94 ohms. Technical services (ts) discussed that based on these measurements, the cause appears to be the rv coil. The last delivered shock was at implant. It was noted that recent programming changes were made due to high premature ventricular contraction (pvc) burden and decreased biv pacing percentages. Ts reviewed possible options to consider including potential lead revision, commanded 41j shock, continued monitoring, and raising the shock impedance alert value. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that commanded shocks were performed and shock impedance measurements within normal limits were attained for this right ventricular (rv) defibrillation lead. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that review of shock impedance trends for this rv lead revealed a gradual rise in shock impedance measurements since late 2019, with an average of approximately 125 ohms at the time of this routine device replacement. With the new device, this chronic rv lead had an average of approximately 110-115 ohms, and the measurements appeared to have plateaued. There were no shocks delivered on this can, and it was already programmed to initial polarity and maximum energy shocks. Additionally, the shock impedance alert value was set to 150 ohms for continued monitoring. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. A vector breakdown revealed the following: rv to right atrial (ra) 112-143 ohms, rv coil to can 129-156 ohms, and ra coil to can 87-94 ohms. Technical services (ts) discussed that based on these measurements, the cause appears to be the rv coil. The last delivered shock was at implant. It was noted that recent programming changes were made due to high premature ventricular contraction (pvc) burden and decreased biv pacing percentages. Ts reviewed possible options to consider including potential lead revision, commanded 41j shock, continued monitoring, and raising the shock impedance alert value. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that commanded shocks were performed and shock impedance measurements within normal limits were attained for this right ventricular (rv) defibrillation lead. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that review of shock impedance trends for this rv lead revealed a gradual rise in shock impedance measurements since late 2019, with an average of approximately 125 ohms at the time of this routine device replacement. With the new device, this chronic rv lead had an average of approximately 110-115 ohms, and the measurements appeared to have plateaued. There were no shocks delivered on this can, and it was already programmed to initial polarity and maximum energy shocks. Additionally, the shock impedance alert value was set to 150 ohms for continued monitoring. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. A vector breakdown revealed the following: rv to right atrial (ra) 112-143 ohms, rv coil to can 129-156 ohms, and ra coil can 87-94 ohms. Technical services (ts) discussed that based on these measurements, the cause appears to be the rv coil. The last delivered shock was at implant. It was noted that recent programming changes were made due to high premature ventricular contraction (pvc) burden and decreased biv pacing percentages. Ts reviewed possible options to consider including potential lead revision, commanded 41j shock, continued monitoring, and raising the shock impedance alert value. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.